Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('left hand side punctured something/ left deeply positioned in the myometrium/ asymmetric position of left implant / left micro-insert extended from the left cornua through the myometrium / left projects medially, migration of essure') in an adult female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never did hsg / difficulty to localize the cervix therefore hsg was terminated". The patient's medical history included gravida ii, parity 1 and termination of pregnancy - elective. Previous gynaecological intervention was denied. Concurrent conditions included cholecystectomy, pneumobilia, benign renal neoplasm, hepatic steatosis, appendectomy, obesity (bmi 46.284), analgesia and uterine cervix dilation procedure. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced adenomyosis ("left fundal adenomyosis") with pelvic discomfort, abdominal pain upper, uterine enlargement and uterine cyst, leukocytosis ("white blood cell count ranges from 26, 16, 14, then 11/ leukocytosis"), ovarian cyst ("2.9cm complicated right adnexal cyst/follicle in the right ovary") and cervical cyst ("multiple cervical nabothian cysts") and was found to have uterine leiomyoma ("lobular uterus might be secondary to underlying fibroids"). Essure treatment was not changed. At the time of the report, the uterine perforation and ovarian cyst had resolved, the adenomyosis and leukocytosis had not resolved and the uterine leiomyoma and cervical cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, cervical cyst, leukocytosis, ovarian cyst, uterine leiomyoma and uterine perforation with essure. No further causality assessment were provided for the product. The reporter commented: cervical dilatation and analgesia were applied during insertion. The insertion and visualization of tubal os was easy, fluid loss during hysteroscopy was less than 1500cc, and the procedure did not take more than 20 minutes. She has no complaints immediately after insertion. The physician stated that "despite instructions, never did hsg", however medical records showed that patient attempted an hsg, but the procedure was terminated due to difficulty in positioning the patient to localize the cervix. 3 coils noted in left side and 4 coils noted in right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.3 kg/sqm. Computerised tomogram - on (B)(6) 2013: suspected medial migration of the microinsert; in 2014: results: extends to thin left sup ant,fundal myometrium. Hysterosalpingogram - on (B)(6) 2014: hsg procedure was terminated as above. A review of CT demonstrates normal position of right insert. Left micro insert extends from left cornua through myometrium with fibroid change but ends abruptly at level of fundal serosal. There is tiny high density focus about left ovary but there is not clear visualization of left micro insert within fallopian tube consistent with medial migration. Magnetic resonance imaging - in 2014: results: complete perforation on left. Urinary system x-ray - on (B)(6) 2014: suspected medial migration of the microinsert. CT scan: this finding of left fundal adenomyosis may be cause of the as assymetric position of left essure implant. White blood cell count ranges from 26, 16, 14, then 11. Lot number:627301 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('left hand side punctured something/ left deeply positioned in the myometrium/ asymmetric position of left implant / left micro-insert extended from the left cornua through the myometrium / left projects medially, migration of essure') in an adult female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never did hsg / difficulty to localize the cervix therefore hsg was terminated". The patient's medical history included gravida ii, parity 1 and termination of pregnancy - elective. Previous gynaecological intervention was denied. Concurrent conditions included cholecystectomy, pneumobilia, benign renal neoplasm, hepatic steatosis, appendectomy, obesity (bmi 46.284), analgesia and uterine cervix dilation procedure. On (B)(6) 2009, the patient had essure inserted. In 2014 , the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced adenomyosis ("left fundal adenomyosis") with pelvic discomfort, abdominal pain upper, uterine enlargement and uterine cyst, leukocytosis ("white blood cell count ranges from 26, 16, 14, then 11/ leukocytosis"), ovarian cyst ("2.9cm complicated right adnexal cyst/follicle in the right ovary") and cervical cyst ("multiple cervical nabothian cysts") and was found to have uterine leiomyoma ("lobular uterus might be secondary to underlying fibroids"). Essure treatment was not changed. At the time of the report, the uterine perforation and ovarian cyst had resolved, the adenomyosis and leukocytosis had not resolved and the uterine leiomyoma and cervical cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, cervical cyst, leukocytosis, ovarian cyst, uterine leiomyoma and uterine perforation with essure. The reporter commented: cervical dilatation and analgesia were applied during insertion. The insertion and visualization of tubal os was easy, fluid loss during hysteroscopy was less than 1500cc, and the procedure did not take more than 20 minutes. She has no complaints immediately after insertion. The physician stated that "despite instructions, never did hsg", however medical records showed that patient attempted an hsg, but the procedure was terminated due to difficulty in positioning the patient to localize the cervix. 3 coils noted in left side and 4 coils noted in right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Computerised tomogram - on (B)(6) 2013: suspected medial migration of the microinsert; in 2014: results: extends to thin left sup ant,fundal myometrium. Hysterosalpingogram - on (B)(6) 2014: hsg procedure was terminated as above. A review of CT demonstrates normal position of right insert. Left micro insert extends from left cornua through myometrium with fibroid change but ends abruptly at level of fundal serosal. There is tiny high density focus about left ovary but there is not clear visualization of left micro insert within fallopian tube consistent with medial migration. Magnetic resonance imaging - in (B)(6) : results: complete perforation on left. Urinary system x-ray - on (B)(6) 2014: suspected medial migration of the microinsert. CT scan: this finding of left fundal adenomyosis may be cause of the as asymmetric position of left essure implant. White blood cell count ranges from 26, 16, 14, then 11. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lab data, lot number and reporter causality comment added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.